Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instruction on device usage, warnings and precautions; therefore, no update is required. Based on the device completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
This was a coronary intervention case. The pt was obese. No scarring, calcification and tortuosity were noted. The pt anticoagulant xorelto was with held 2 days prior to procedure. The initial access puncture was satisfactory. Hematoma the size of 3 cm developed post-op prior to discharge on (B)(6) 2014. The hematoma was treated with manual compression and a femostop. Pt returned for office visit on (B)(6) 2014 and stated that after coughing pt developed some pain and swelling at right groin site. Ultra sound was performed that day and detected small pseudoaneurysm. The pt had 2 additional visits with the surgeon for the pseudoaneurysm and no intervention was performed to treat the condition.